Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name: nim vital¿ patient interface 4 channel; product ID : nim4cpb1 ; serial no: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the nim console was displayed the message that the patient interface box was now disconnected and requested if the user want to connect wirelessly. The procedure was completed with another unit. There was no patient injury.

Manufacturer narrative:
H6: code d1102 has been updated. The previously updated d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that system was working well after replaced the patient interface cord.